Manufacturer narrative:
The louvre cover hinge was returned to the manufacturer for analysis. Through functional testing, performance testing, and visual/physical examination the reported issue was confirmed as there was physical damage. Visual inspection notes hinges encountered impact and broke while in use. Broken pieces within the gantry would result in noise. The louvre related spring was returned to the manufacturer for analysis. Through functional testing, performance testing, and visual/physical examination the reported issue was confirmed as there was physical damage. Visual inspection notes one spring appears functional. Second spring is stretched well beyond useful. Damaged spring and associated parts would make audible noise during spin. The louvre cover was returned to the manufacturer for analysis. Through functional testing, performance testing, and visual/physical examination the reported issue was confirmed as there was physical damage. Visual inspection notes louver cover is bent and scraped due to impact. Damaged louver and associated parts would make audible noise during spin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the louvre cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure when taking ap/lateral images there was a clicking noise. The site had to use their other imaging system to continue the case. There was no reported impact on patient outcome.